Manufacturer narrative:
(B)(4). Catalog#: unknown but referred to as a cook celect filter. Since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: the physician said that the complaint device is a celect filter. It was implanted at some other unknown facility. The physician thought that the filter had been in the patient for a couple of years. The filter still in the patient. Imaging confirmed that the filter was fractured in 5 places. The patient was told that they could not perform retrieval. On 28dec2016 additional information received: filter placement in (B)(6) following bilateral lower extremity fractures on (B)(6) 2007. Patient had imaging done on (B)(6) 2016, and fractured filter was observed. Patient outcome: the fractured filter remains inside the patient. No additional procedures are known to be scheduled. The patient is otherwise fine as far as we know. Patient is asymptomatic.

Manufacturer narrative:
(B)(4). Catalog#: unknown but referred to as a cook celect filter. Since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. (B)(4). Summary of investigational findings: the imaging review confirms fracture of three filter primary filter legs. Imaging demonstrates the fractured fragments are extravascular in location and not at risk of embolization. One fractured leg is completely encased with heterotopic bone ¿ and the foot of the leg abuts the wall of aorta. The second fractured leg appears to resign in the duodenum wall, potentially just posterior to the duodenum. The third fractured filter leg appears to just avoid the superior margin of the duodenum and the inferior margin of the duodenum and portal vein. All of the primary filter legs still attached to the filter body demonstrated grade 2 and 3 interactions with the ivc (this includes the parts of the fractured filter legs still attached to the filter body). All eight of the secondary filter legs appear to be attached to the filter neck and demonstrate grade 1 interactions with the ivc wall. In addition, the filter demonstrates borderline significant tilt with the hook and proximal portion of the ivc filter abutting the ivc wall resulting in endothelialization. The ivc is stenotic in the area of perforations likely due to scarring from the filter legs fractures and perforations. The root cause for the fractured filter legs is unknown, however according to the complaint report; the filter dwell time is ~ 9years, making it plausible that the extensive fractures are related to metal fatigue ¿ potentially due to prolonged perforations. Perforations presumably alter the stresses placed on the filter legs, potentially increasing the likelihood of fracture. It is noted that the patient is asymptomatic. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature. Filter tilt may happen during placement or during implanting period. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events

Event description:
Description of event according to initial reporter: the physician said that the complaint device is a celect filter. It was implanted at some other unknown facility. The physician thought that the filter had been in the patient for a couple of years. The filter still in the patient. Imaging confirmed that the filter was fractured in 5 places. The patient was told that they could not perform retrieval. On 28dec2016 additional information received: filter placement in (B)(6) male following bilateral lower extremity fractures on (B)(6) 2007. Patient had imaging done on (B)(6) 2016, and fractured filter was observed. Patient outcome: the fractured filter remains inside the patient. No additional procedures are known to be scheduled. The patient is otherwise fine as far as we know. Patient is asymptomatic.